Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be out of calibrated specification thermistor readings. The downstream sensor assembly will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.